Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The nurse reported that the suture package was caught in the seal of the outer package. The integrity of the package may have been compromised. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. A product evaluation was performed to determine if there is an evidence of inner packet in the copolymer since the received sample was completely opened. As per visual inspection, it was observed on the copolymer a sign that a portion of the primary packet was located and sealed on the overwrapping area. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.